Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported with description of intraocular lens was damaged. Additional information has been received stating that the damage (hole in the lens) was detected after removing the lens from the packaging and there was no patient contact. The procedure was aborted and the patient was discharged without implantation. The procedure was completed four days later with a new unspecified lens.